Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked from the twist clamp. The leak was identified during use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.